Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged. Resistance testing determined the lead was electrically continuous and no abnormalities were found in the lead body, other than the cut generated by the physician.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the pericardium of the patient as confirmed with and echocardiogram and a chest x-ray. Medical personnel placed a pericardial drain and due to the volume of drained blood a surgical revision was performed to reposition the lead. However, during the procedure the helix was unable to be re-extended. The physician placed a wire thru the insulation of the lead during explant. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.